Event description:
It was reported that there was a green cable error during a breast biopsy. Unk how case was completed. No pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.